Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump. The customer indicated that the "plug" on the pump does not work when attempting to charge the pump. Additionally, it was reported that the wake button intermittently took multiple presses in order for the screen to turn on. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.